Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. Functionally the instrument was successfully loaded with a loading unit. During the firing cycle, skips were audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a right video assisted thoracoscopic resectioninthocosocpy, nodulectomy and wedge resection to upper and lower lobe. The staplers did not fire. Another handle and reload were used to complete the procedure. Surgical time was extended by 30 minutes or more due to the product problem, but the patient did not experience any adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a right video assisted thoracoscopic resectioning. The staplers did not fire. Another handle and reload were used to complete the procedure. Surgical time was extended by 30 minutes or more due to the product problem, but the patient did not experience any adverse effects.